Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn: (B)(6) displayed fault 41 (patient temperature sensor failure) message. The fault could not be resolved. It was observed the fan ramps at the base of the unit. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.